Manufacturer narrative:
Terumo bct measurement of the returned product indicated a residual wbcvalue of 5.95e^6. A possible explanation for the discrepancy in absolute number of wbc's in the unit is that some portion of the cell population could have degraded in the interim time from unitorigination to shipment to tbct for analysis, resulting in a lower absolute wbc count. A review of the device history record for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. The signals in the rdf did not indicate any potential cause for the reported wbc contamination. No unusual process variables were identified and the signals in the rdf indicate that the trima accel system operated as intended. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. While the investigation has ruled many factors as unlikely, the following could not be investigated so they remain possible contributing factors:- this leukoreduction failure could be the result of an issue with the filters.- it is also possible that the filters were unloaded from the filter bracket and loaded again during rbc collection or rbc additive solution addition, which could have a similar affect to ¿squeezing¿ the filter when using a gravity drain system.

Manufacturer narrative:
Investigation: a red blood cell bag containing product and segmented tubing was returned for investigation. Internal testing is being performed on the returned rbc product to determine the residual wbc count and are awaiting on test results. Investigation is in progress. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the red blood cell (rbc) product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(4).